Event description:
It was reported that an ilet device exhibited an unresponsive screen that could not be unlocked despite attempts to reboot and charge, while the user was preparing to change a cartridge after having recently changed the infusion set. Symptoms included no adverse clinical effects and blood glucose remaining in range. Outcomes included the user reverting to an alternate insulin therapy while a replacement device was arranged. Investigation included remote troubleshooting and verification of device identifiers and user shipping information. Investigation of this device revealed a suspected device malfunction related to the user interface/display, with inability to wake or unlock the screen, consistent with a screen unresponsive failure of the device¿s control/display component. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with a probable hardware failure of the display or touchscreen subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.